Event description:
It was reported the issue was 'a pile compartment broken source'. There was unknown patient involvement.

Manufacturer narrative:
B3: unknown. One device was received for evaluation. Visual inspection found a damaged dso seal and battery compartment. There was no evidence in the event history log. Functional testing was able to duplicate the reported problem. It was determined that the dso seal and battery compartment was the root cause and replaced. The service history review had no indication that the complaint was related to a service of the device within the review period.